Event description:
#Medwatcher #(B)(4). After having essure implanted I started having severe headaches, hair loss and back pain. Over the past two years I have had problems with my mental cycle and mood changes as well. As time has went on I have developed joint pain in my hips and knees as well. Some days my lower back pain is so severe that I can hardly walk to take care of my four kids. It seems that things are progressively getting worse!